Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported that the patient was dancing last night, and the ins was not working well to cover her target pain. The patient mentioned having sciatic pain in the leg and back pain. The patient says it usually helps, but last night it did not. The patient keeps the ins on day and night and does not turn it off. The patient wanted reprogramming. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-jan-16 reporting that the patient went dancing twice a week. After an adjustment, the device worked very well. They consumer reported that they have a problem was standing over 5 minutes without sitting down. The patient managed while at home and had a stove in the kitchen. It was reported that the patient met with the manufacturer re presentative on 2018 (B)(4). The patient had not danced since the adjustment. The patient walked in a store with a walker and had no pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they met with a manufacturing representative on 2018 (B)(4), and their back seemed to be better. The patient stated that before they could go dancing, they caught the flu and was admitted to the hospital on 2018 (B)(6). They also noted that they developed pneumonia. The patient stated that they left the hospital on 2018 (B)(6), and have been trying to get well. They added that they were sent home on oxygen, and have been getting better. The patient indicated that they never got the chance to dance after their recent adjustment, but their back did not cause any trouble. They mentioned that their doctor is sending a therapist over to do something, but they are unsure what. The patient stated that their whole life is centered around dancing, and it would be life changing if they couldnâ¿¿t do it anymore. No further complications were reported or anticipated.